Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted 2013 (B)(6); 419488 lead, implanted 2013 (B)(6); 310c25 tissue valve, implanted 2007 (B)(6); fr995-23 tissue valve, implanted 200 7(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv coil. A review of the measurements also noted some varying impedances on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.